Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error after set change. Customer's blood glucose was 169 mg/dl. The customer does not recall any significant events leading to the alarm. The customer stated that they are able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. Motor passed motor test. Pump unable to prime during prime/a33 test due to faulty fsr (gold). Pump received with broken reservoir tube lip, minor scratched display window.